Manufacturer narrative:
This initial emdr is being submitted to the FDA for a reportable event that occurred outside the USA. Optic damage is indicated as a potential malfunction related to the iol, as stated under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in brazil. Damaged optic after implantation. At the time of implantation, the iol tore inside the eye, while being inserted into the patient's eye. It required removal and reimplantation of the iol. The incident was detected during the use of the product in primary phacoemulsification surgery with iol implantation. Iol was explanted on (B)(6) 2025. Problem code: a0404 - crack.